Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. A sternotomy was performed and the implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.